Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of particles.the patient alleged heart condition, headache, nausea, cough, nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device. The patient alleged water gets a little too warm and now getting cloudy, visualization of particles. The patient alleged heart condition, headache, nausea, cough, nasal/throat irritation or soreness. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that right panel assembly and the air outlet port has dust-like contamination on them and in the air outlet port. Ui (users interface) knob area and pca (printed circuit assembly) has dust-like contamination around it pca copper edge pins have unknown corrosion on them. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and on the blower motor seal. The blower box had tiny fibers or hairs in it along with a piece of brown unknown contamination. The air inlet, behind where the air inlet foam sits, had unknown white dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. The inside bottom of the enclosure had dust-like contamination in it. The air inlet seal had yellowed and had white dust-like contamination on it. The manufacture inspected the humidifier externally observed that water tank had potential mineral deposits in it and on the heater pan. The side panel had dust-like contamination on it. Unknown dust-like contamination on the bottom of the enclosure and the heater plate. Flip lid seal had potential bio contamination all around it. The inlet seal of the dry box had tiny fibers or hairs contamination on it. The dry box and the dry box seal had unknown contamination on it. Bottom of the enclosure and under the heater plate had dust-like contamination and potential tiny fibers or hairs. The bottom of the heater plate and the heater plate spring had tiny fibers or hairs on it. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found five error codes. The manufacturer applied power to the device and verified airflow. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam and unable to confirm the customer complaint (water gets a little too warm and now getting cloudy). The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust contamination in the device and are consistent with being from an external source. Section h6 type of investigation findings and investigation conclusions has been updated.